Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the conductor coil and insulation were found squeezed and damaged approximately 26 cm distal to the is-1 connector pin, which is assumed to be the root cause of the observed electrical issues. The damage most likely resulted from a tight suture sleeve. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was implanted in the right ventricle and measurements fell within normal limits. The lead was sutured down and once the device was connected to the lead and placed in the pocket, the impedance measurement fell <100 ohms and the right ventricular electrogram disappeared. After suspecting an insulation issue, it was confirmed via fluoroscopy the insulation showed some separation. The pocket was almost completely closed when the physician decided to change the lead. The lead was removed and new right ventricular lead implanted. Should additional information be received, this file will be updated.